Event description:
The patient received a scs system on (B)(6) 2005. It was reported that the patient's stimulation turned off by itself (B)(6). Communication error number 2500 was observed. The ipg is shallow; he tried adding space, but to no avail. A replacement wand was sent. Attempts to gather additional information have been unsuccessful. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.